Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer septal occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During the procedure, the occluder was noted to have a cobra deformation. The occluder was never released from the delivery cable while inside the patient. There were no interactions with the cardiac structures during the deployment and no angulation/kink were observed with the delivery system. The procedure was completed using a new 14mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.